Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's equipment was acting strange so they reset the controller and were able to charge themselves to 100% battery. Today the patient attempted to charge their implant and the controller was at 100% and the implant was at 30%, an hour later the controller was at 80% and the implant was at 60%, an hour after that the controller was 70% and the implant was still at 60%. Then the pt received the message rm06. During the call they reset the controller and attempted to charge their implant and the implant was charging at excellent with a green flashing light. They said their controller was at 90% and their implant was at 60%, but their stimulation turned off during the reset, so they turned stimulation on during the call. The patient said that this was not the first time the stimulation turned off on its own, it had turned off on its own 2 or 3 times over the last year. The troubleshooting steps that were taken on the call resolved the issue, however they later called back stating the controller was still acting up while recharging the ins. They saw the rm06 error displayed while recharging the ins after the initial call, and stated that they reset the controller and then tried to recharge the ins over the weekend. The patient currently had been recharging the ins for about the last two hours, however a little while ago the controller screen went completely white and then the stimulator shut off. Pt stated that they reset the controller again and that the equipment was working like it should. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there were no known changes in activity that led to the stimulation shutting off on its own. The patient restarted their device and the issue was resolved.